Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused and occlusion in the device and for the device to fail the pressure test. This appears to have caused the difficulty encountered by the customer. It was also noted that the device was tested for reflux and passed the test. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that a revision of distal ventricular peritoneal shunt catheter was necessary as a result of csf accumulation in the abdomen even though the device was tested and found to be functional.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. Device not yet returned.